Event description:
Procedure: fem pop. According to the reporter: dr. Was using medium and small surgiclip applier to clip vessels during case and the clips were firing out sideways. Not dependable. Fires at times and other times does not fire, and even tears tissue. There was minimal tissue loss. There was blood loss of 500cc plus sponges r/t procedure. (B)(4)